Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem clinical support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.